Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display screen and the display screen was pink. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.